Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, on the initial inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and pinhole was noted. The procedure was completed with a different device and no patient complications were reported.